Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The device was visually inspected and an alarm log review was performed. The alarm log review noted nothing unusual. Visual inspection noted a cracked door and latch roller. The cause was undetermined. To address this condition, the door and latch roller were replaced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a cracked door. No additional information is available.